Manufacturer narrative:
The complaint of a partial break in the tubing is confirmed. A partial break in the catheter is observed just proximal the vitacuff. The characteristics of the damage found on the complaint sample are consistent with a break in the catheter tubing as opposed to sharp instrument damage. At this time the mechanism of damage is undetermined. According to the notes the complaint incident occurred during device removal. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. No mfg defects were observed with the catheter. Gross visual and microscopic examinations and functional testing shows no evidence of a defect or deformity related to the mfg process. A chr is not possible, as no manufacturing lot number info has been provided by the complainant.

Event description:
During removal the catheter almost broke completely just above the cuff. No other info provided.